Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection. Dexcom representative advised the patient's mother to try unpairing the transmitter on the smart device and reinstalling the g5 application. No additional patient or event information is available.